Event description:
The staff had difficulty advancing over the guidewire with noticeable coiling under the skin. When the midline was pulled back for adjustment the metal needle was seen without the plastic catheter. The pt required intervention by vascular surgery to intervene and retrieve the broken catheter from the pt.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyc1565 showed no other similar product complaint(s) from this lot number.